Event description:
A pt reported blood glucose results of "225 mg/dl" with a lifescan meter and "330 mg/dl" on a lab device, performed within 10 mins of each other. Between the tests there was no intervention that would be expected to change the blood glucose. The test strips were in good condition, codes matched, and the techniques for applying the blood to the test strip and for cleaning the puncture site were correct. The pt did not have a check strip or control solution to troubleshoot. The meter was cleaned according to the owner's manual.